Manufacturer narrative:
If the sample is received, and investigated a follow-up report will be submitted. (B)(4).

Event description:
The catheter was inserted on (B)(6) and at 3am (B)(6), it was found catheter broken and it was taken out by surgical intervention at noon of (B)(6).